Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 408 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. The customer also state that there was no needle at the site and also insulin pump will be replace due to motor error. The customer "state" that drive support cap appears normal. The insulin pump will be "return" for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. The motor was tested outside of the device and passed. Insulin pump passed the delivery accuracy test at 0.0877 inches. (B)(4).